Manufacturer narrative:
Complaint: (B)(4). Received 1rk and 68pc 455071p/b250534k for evaluation. No customer pictures were received. We have no further inventory of the material/batch. Tubes were verified to be correctly assembled. The additive spray pattern was observed to be even and consistent on the tube walls. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. Therefore, the complaint could not be confirmed.

Event description:
Customer states after spinning, clots are left on side of tubes. After sitting for a while serum appears hemolyzed. These tubes do not clot correctly and cause hemolyzed specimens.

Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.